Event description:
The reporter contacted animas on (B)(6) 2012 stating that the cartridge was found to be at least half filled with air. The reporter indicated that the patient had some elevated blood glucose levels up to 22.9 mmol/l without symptoms; this blood glucose does not meet animas criteria for an adverse event. The reporter indicated that the cartridge was checked for air upon filling and after the tubing was attached and primed. The reporter indicated that there were no noted issues with filling or priming the cartridge or tubing. The reporter confirmed that there were no noted cracks or disturbances of the black o-rings. The reporter indicated that cold insulin was used in the pump and the cartridge was not cycled prior to filling. The reporter was advised on cycling the cartridges and using only room temperature insulin in the cartridge. This report is made based on the allegation of the cartridge air bubble issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/16/2013 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.